Event description:
Event is reportable based on product analysis completed on (B)(6) 2010. It was reported that during a coronary angiography percutaneous coronary interventional procedure, a stent catheter was unable to cross a lesion. The lesion was located in the para ostial in the non calcified obtuse marginal branch. The lesion was predilated with another manufacturer's balloon. The taxus liberte 32 x 2.75mm was advanced and unable to cross the lesion. The procedure was completed with another unspecified device. No patient complications were reported. The patient's status is stable. However, product analysis revealed stent damage. The product is ous only but is similar to a us marketed device.

Manufacturer narrative:
Device evaluation by manufacturer: a visual and microscopic examination found that the stent moved distally on the balloon, so that the distal edge of the stent was over the distal markerband. There was stent damage along the entire length of the stent with the struts being misaligned. The outer diameter (od) of the stent was measured and outside of specifications, indicating damage. There was no damage to the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).